Event description:
The patient was enrolled in the (B)(6) with an unknown lesion and had a 3.5 x 18mm cypher stent implanted. Approximately three months post index procedure the patient experienced a myocardial infarction. Twelve days later the patient had another myocardial infarction. Approximately ten months later the patient had another myocardial infarction.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
The patient had a catheterization done and there was a 60% lesion in the distal left anterior descending artery (lad), 80% stenosis of the second obtuse marginal branch and 96% stenosis of the third obtuse marginal branch. The patient had a 3.5 x 18mm cypher stent implanted to treat the lesion in the second obtuse marginal branch. There were no complications reported at that time. Approximately three months later, the patient suffered a myocardial infarction. A new lesion was found in the right coronary artery, which was treated with a xience stent. Additionally, there was progression of the lad stenosis. The stent in the second obtuse marginal branch was noted to be widely patent. Approximately ten months post index procedure, the patient suffered another myocardial infarction. A re-catheterization showed previously mentioned existing stenosis and that a patent stent in the second obtuse marginal branch. There was a de novo lesion found in the right coronary artery. It is unknown if this new lesion was treated. Based on the additional information that was received this complaint will be unreported as the myocardial infarctions were not related to the vessel treated during the index procedure. Additionally, it was noted that the stent initially implanted was patent.